Manufacturer narrative:
Date of event: no date provided, used the first date in the month of the aware date.

Event description:
It was reported that catheter entrapment on the guidewire occurred. A 3.0mm x 100mm x 150cm sterling sl balloon catheter and v-18 guidewire were selected for a procedure below the knee. There was difficulty advancing the sterling sl balloon catheter over the v-18 guidewire. The device became stuck on the guidewire. The procedure was completed with another of the same device. There were no patient complications reported.